Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Contra angle 42655 (2012) bearing is defective and the resistance is too high, replaced with contra angle 65785 (2014). Function test without errors.

Event description:
In this event it was reported that a vdw.contra angle 6:1 was returned for global check on (B)(6) 2021. The investigation on (B)(6) 2021 confirmed that resistance is too high; no injury resulted.